Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported the physician performed a novasure endometrial ablation (exact date unknown) and received three unsuccessful cavity integrity assessment (cia) tests. The physician performed a hysteroscopy and a laparoscopy and visualized a perforation. The procedure was aborted and medical intervention was not required. The patient was discharged home. A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause